Event description:
The customer received questionable results from multiple coaguchek xs meters. Of the data provided only one comparison was discrepant. At 10:08 am, the initial result was 8.0 inr. A venous blood drawn was performed and the laboratory result using recomboplastin reagent was 6.0 inr. At 10:11 am, the same venous puncture was used for second test on the coaguchek xs meter and the result was 6.0 inr. There was no allegation of an adverse event. The patient was not anemic, had no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no recent illness, no new medications, and no bleeding or bruising. There was no change in the coumadin dose. The patient had increased green vegetables and was eating more "lentin." The therapeutic range was 2.0-3.0 inr. The suspect product was requested to be returned for investigation. The strips could not be returned as none remained. Relevant retention test strips (lot 286324) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This follow up report is submitted per fdas request due to a missing follow up number and to correct the numbering. This report is a duplicate of 1823260-2018-03158-02 already submitted. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Medwatch field h9 has been updated.